Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. Visual inspection was performed, and no missing components were observed. No fragments were returned along with the instrument. An additional observation not reported by the site was identified: the instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure when removing the prograsp forceps instrument, a fragment of the instrument fell into the patient. The fragment was retrieved during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not have any patient information or much about the case. The tip of the instrument fell into the patient, and was retrieved. The customer completed an x-ray at the end of the case to ensure everything was removed.